Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the time on the device was not advancing. The customer stated that the display is not frozen on easy/normal bolus, and it displays 0.0 units. The customer's blood glucose reading was 101mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. Time and clock ok. No frozen display or time/clock anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.